Event description:
Physician got access with mpis set. When pulling out access wire along with inner dilator, outer sheath broke in half, leaving distal end of sheath in patient. As a result they had to enlarge the incision and retrieve piece with another manufacturer's clamp.

Manufacturer narrative:
(B)(4) removal of foreign body is not labeled. (B)(4) separates is not labeled. One used device was returned. The outer catheter shaft was separated approximately 4cm from the proximal hub. The stiffened cannula inner catheter was kinked approximately 2 cm from the proximal hub. Per quality control specification, it is confirmed the type and outside diameter of tubing for the inner and outer catheters, and that the surface of the catheter is smooth and clean, free of excessive dents and kinks. It is possible that the catheter encountered resistance beyond its design due to a tough, scarred groin from previous procedures. We are continuing to monitor for similar complaints and have notified the appropriate internal personnel.